Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 07/07/2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the receiver would not boot up. The receiver case was opened for further evaluation. An internal inspection was performed and the inspection failed. The battery was removed and replaced and tested and the test passed. It was determined that the receiver would not turn on because the battery is defective. Due to the defective battery, the reported event that the receiver ceased to function was confirmed.